Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The sample was visually inspected under microscope. Visual inspection revealed surface residuals (fiber/particles) on the lens that could be related to the handling the lens in a non-sterile environment. Also, lens was observed cut in two pieces that could be related to handling of the unit during the explant process. The manufacturing records were reviewed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Correction to initial report, implanted date: (b)64) 2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a zcb00 16.0 diopter intraocular lens (iol) was explanted from the patient's left eye after they complained of intolerable halos. The report indicated the doctor was concerned about potential acrylic haze. No incision enlargement or vitrectomy were reported. No patient injury reported.